Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This complaint was further reviewed and investigated on 11may24 and it was determined that this issue was unable to test the reported sensor (B)(6) has been returned and investigated. Sensor plug is properly seated in the mount and no physical damage is observed on the sensor patch. Sensor was found to be in state 5 (indicating normal termination). No failure modes were observed with the sensor plug upon visual inspection. Attempted to reprogram and activate the sensor, however the sensor was found to be in sensor state 6 (indicating abnormal termination) . The sensor was further investigated and de-cased. The sensor terminated to state 6 after activating sensor. An extended investigation has been performed. A visual inspection on the de-cased returned sensor was performed and observed no issue. The battery was measured within specification. Attempted to re-program the returned sensor, and observed an error message while re-programming. The application specific integrated circuit (asic) was reflowed in an attempt to reprogram the sensor. However, the sensor remained unable to program. Therefore adc is uable to further test the issue. Updating the final investigation resolution of the case from confirmed to unable to test as per the additional investigation completed. Section h6 has also been updated to reflect change in investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) has been returned and investigated. Sensor plug is properly seated in the mount and no physical damage is observed on the sensor patch. Sensor was found to be in state 5 (indicating normal termination). No failure modes were observed with the sensor plug upon visual inspection. Attempted to reprogram and activate the sensor, sensor state 6 (indicating abnormal termination) with a brownout reset were observed. The sensor was further investigated and de-cased. A visual inspection on returned sensor revealed that the battery had leaked onto the printed circuit board assembly (pcba), resulting in the formation of clouding and salt in the fissure leading to the battery gasket material. Therefore, this issue in confirmed to battery leakage. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.